Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high and low blood glucose level and also had failed battery alarm. The customer¿s blood glucose level were 420 mg/dl and 52 mg/dl. The customer blood glucose levels were 325 mg/dl, 60 mg/dl, 50 mg/dl, 236 mg/dl, 350 mg/dl, 194 mg/dl, 72 mg/dl and 62 mg/dl. The customer was treated with glucose tablets. It was reported that the screen was blank. The troubleshoot was performed and display returned. It was also reported that the insulin pump had a failed battery. The customer was advised that the pump needs to be replaced. The customer was advised to revert to back up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was monitored for several days. Unit was received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No unexpected battery power loss anomalies noted. No unexpected failed battery test anomalies noted. No weak battery alarm anomalies noted. No damage on the connector/lcd isolation tape noted. Insulin pump was received with minor scratched lcd window, cracked belt clip lot, cracked case at the display window corners, cracked lcd window, cracked battery tube threads, stained end cap sticker, stained address/serial number label and broken reservoir tube lip.